Event description:
It was reported that during a lap sigmoidectomy, the jaws could not be opened with the release button after firing though the device was fired properly. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: were the jaws eventually opened?---no. The fired tissue slipped out from the jaws without opening. On what tissue type was the device used? At what location on the tissue? ---colon. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected in closing the device? ---no. Was there any difficulty removing the device from the tissue? ---yes. See above. Is there any other additional information you would like to share about this device or procedure? ---the tissue was not damaged. All staples were formed properly. The analysis results of the device found that it was received in good visual condition and with a reload present. Upon evaluation, the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue it's run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Please note that this condition is unrelated with the incident reported. The device was tested for functionality in the articulated position with a test cartridge reload and achieved it's complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open the batch record was reviewed and no anomalies were noted during the manufacturing process.